Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Visual inspection revealed the downstream occlusion (dso) seal was delaminated. The event history log showed the alarm, "cassette not attached properly," and the dso sensor was found to be non-reactive during functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso sensor and dso seal were both replaced, and the device then passed all testing.

Event description:
It was reported that the cassette was not attached. The issue occurred during testing. During evaluation of the returned device, it was found that the downstream occlusion (dso) seal was delaminated and the dso sensor was non-reactive.